Event description:
A malfunction occurred, indicated by the malfunction code malf 16, but no notable events happened beforehand. There was no reported adverse impact to customer's blood glucose level. Technical support arranged for the pump to be replaced. The customer was advised to use multiple daily injections (mdi) as a backup therapy. Instructions were provided on how to place the pump in storage mode, and the customer agreed to return the faulty pump using a pre-paid label.